Manufacturer narrative:
The affected devices were not returned. Our investigation included a review of the device history record which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. All sterilization records were found to be in order. A review of complaint history revealed no prior complaints for this device/ failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Revision surgery was performed due to infection.